Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump had an event of air in line during pre-test" was confirmed in the event log but not duplicated. The probable cause was unknown. As a preventative measure the air detector and downstream occlusion sensor were replaced. All function tests passed after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that had an event of air in line that occurred during pre-test and no known patient/clinical harm.